Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing. The reported event was duplicated.

Event description:
It was reported that during patient use the ventilator screen froze. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.